Event description:
It was reported that the patient¿s mother was concerned because the patient had a rash in the area of the pump. The rash was unable to be described. The pump was going to be refilled next friday when the refill was due and the alarm date was set. The area was slightly swollen and itchy, but the swelling had resolved. The patient had a fever. The patient also had a return of tone, which was a normal occurrence around the time of refill. The patient was going to be seen by a neurosurgeon in the clinic on (B)(6) 2014 to assess the site and determine if there was cellulitis at the pump site. No diagnostic testing or troubleshooting had been performed but was going to be performed in the future. The system was being used to deliver baclofen. Conflicting information reported the baclofen as ¿unknown¿ and compounded. The patient status at the time of the report was ¿alive- no injury.¿ two days later it was reported the baclofen dose was decreased. The health care provider (hcp) prescribed keflex for cellulitis at the pocket site. The patient had supplemental xanaflex and baclofen for increased tone. The cause of increased tone was undetermined. The patient¿s refill date was soon, but the patient was started on an antibiotic regimen for fourteen days and then they would refill. The pump site was still red and slightly itchy. The cause was suspected to be initial withdrawal symptoms. The patient was ¿fine¿ at the time of the report. It was later reported there was no increased tone, just rash and cellulitis from scratching. The event was attributed to pruritus. Antibiotics were used, not related to the pump. It was reported the patient recovered without permanent impairment, but it was also reported the patient was taking antibiotics and keflex and the event was resolving. There was no explantation.

Event description:
Additional information received reported a ¿frank infection to the pump pocket had been identified¿ and the pump would be explanted on the date of this report. It was later reported the date of pump removal was (B)(6) 2014. It was noted this was after a treatment of antibiotics and once antibiotics were discontinued the infection presented. It was further reported the date of onset/diagnosis of the infection was unknown and the patient did not have meningitis. In regards to a culture source and organism cultured it was noted as being ¿unknown too early." It was unknown what the treatment instituted for the infection after pump removal was going to be; however logically it would be intravenous (IV) antibiotics and oral baclofen. The patient outcome and if the infection resolved was noted as ¿post op.¿ further interventions and patient outcome were not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had cerebral palsy (cp). The patient had a fluctuant purplish area under part of their abdominal incision that appeared to be a possible chronic indolent infection. The patient had been a little better with keflex having been administered for two weeks of which was finished (B)(6) 2014; however the issue was not all better yet. The patient was also noted as having had a similar situation that resolved or nearly completely resolved with keflex last (B)(6) of 2014. An allergic reaction or hypersensitivity to the pump was also being considered. The hcp was considering how to assess for possible reaction to the pump such as "blood work or something else". Continuing conservative management was planned. It was further noted that the hcp also planned to manage it like a presumed chronic infection if it worsens. They were unsure what drug/concentration/dose was being administered by the patient's pump, however the pump was noted as having been filled with lioresal at the time of the case (drug lot number was unknown). The date of the last pump refill was unknown. As reported it is unclear if/when the type of baclofen administered via the pump was changed from compounded baclofen to lioresal. The patient received the standard of care and perioperative antibiotics were noted as having been administered. It was unknown to the reporter if the patient had meningitis but the reporter believed it to be "unlikely". The patient was now seeing a new physician. The reporter (physician) clarified that this event has been "one continuous issue" and that it "never really resolved from (B)(6)".